Manufacturer narrative:
Exemption number: e2015015.

Event description:
The dentist reported that 2 months after dental implant was installed in intraoral region 12#, its non-osseointegration was observed. In addition, the patient presented bone type I and immediate implant was performed.